Event description:
It was reported that the user experienced hyperglycemia with a reported peak blood glucose of 375 mg/dl for approximately 12 hours while the ilet was not delivering insulin, coincident with an expired cgm sensor and during cgm warmup after pairing a new sensor. The ilet was not paused and no cartridge leak was observed, and a high glucose alert occurred. Symptoms included no reported clinical symptoms. Outcomes included assistance from a household member due to the user¿s limited vision, with no medical intervention or hospitalization required. Investigation included review of device status, cartridge integrity, and cgm pairing and warmup status, followed by confirmation that insulin delivery resumed after cgm pairing completed. Investigation of this case revealed no device malfunction detected and that insulin dosing resumed once cgm data became available, consistent with expected behavior when cgm data are unavailable during sensor warmup. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.